Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). This is one of two follow-up medwatches being submitted as two devices were involved in this event. See also follow-up medwatch 2210968-2013-04403. The same patient is represented in each follow-up medwatch.

Manufacturer narrative:
Date sent to the FDA: 08/01/2013. (B)(4): it was reported that the patient underwent mesh trimming in (B)(6) 2008 and mesh excision on (B)(6) 2008 and on (B)(6) 2012.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04403. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04403. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat pelvic organ prolapse and stress urinary incontinence with grade 3 cystocele. It was reported that the patient had a concurrent procedure of a diagnostic cystoscopy performed during mesh implantation. It was reported that threads were cut from the mesh on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was also reported that the patient underwent mesh excision surgery on (B)(6) 2008 and prolift was removed.